Event description:
Pt had total hip replacement. He had 2 dislocations post-op. Ball head replaced 3/8/96. Appears defective. Two screws used during insertion of new acetabular cup broke off. (Also see 1008729).